Event description:
It was reported that the catheter was dislodged and a revision was performed. A partial segment of the distal catheter was removed and replaced. No patient symptoms or outcome were reported.

Manufacturer narrative:
Results: used for the catheter.